Manufacturer narrative:
Additional information: unique device identification (UDI) provided. Correction: device manufacture date updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. The representative noted they were getting artifact in the image. They replaced the command processor and the detector panel. The imaging system then passed the system checkout and was found to be fully functional. The suspect detector panel was returned for analysis, however results are not yet available.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system detector would not enable on the image acquisition system (ias). This issue was discovered outside of a procedure and there was no patient present when this issue was observed.

Manufacturer narrative:
The detector panel and command processor were returned to the manufacturer for analysis. The units were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.